Event description:
During a radiology exam in a patient room, the max 4 generated error code 465 (generator error). System was reset and commentated exam. Proceeded to next exam and same error code during procedure. This may pose a safety risk to patient if we need to re-xray patients.